Manufacturer narrative:
G4: 27jul2020. B4: 17aug2020. The field service engineer (fse) replaced the power management board to address the reported issue. Per customer the unit alarmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29jul2020; b4: 16sep2020. This issue was reclassified from non-adverse event to serious injury based on the information provided by the biomed that the patient was removed from the ventilator and placed on a venti mask, without any distress being noted. There was no patient harm noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported that the unit shut down while in use on a patient and battery light is blinking. It is unknown if the alarm sounded. The customer contacted product support and requested for service repair. The (fse) will order the power management board to repair the unit. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Patient information and repair information were requested from the customer, but no response received.